Manufacturer narrative:
Device has not been returned to manufacturer, supplemental report will be submitted upon completion of additional findings. Complaint ID: (B)(4).

Event description:
It was reported that during the intra-aortic balloon therapy, the optical sensor was defective, and arterial pressure could not be measured or displayed. The catheter was replaced immediately, and no harm was done to the patient.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d4 (UDI no.), d7a, h6 (medical device ¿ problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Reference ID: (B)(4).